Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole at the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The tip is damaged. There are numerous hypotube and shaft kinks. There was no evidence of any damage or irregularities contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-feb-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid-distal left anterior descending artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced but failed to cross the lesion after several attempts due to angulation and calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed balloon pinhole.